Manufacturer narrative:
Patient weight is unknown. Date of event: it is unknown when the event occurred. PMA/510k: this report is for 1 (one) unknown small fragment locking compression plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was taken back to surgery after falling. She previous had surgery for a distal radius fracture on a unknown date. When the patient fell a small fragment locking compression plate broke. The patient was revised to a small fragment locking compression plate and t-plate. The surgery was successfully completed. No medical intervention or delay in surgery. The patient was stable following surgery. Concomitant devices reported: unknown small fragment locking compression plate (unknown part number, unknown lot number, quantity 1) unknown screw (unknown part number, unknown lot number, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.